Event description:
Device: stryker pain pump 2 blockaid. Error: e4 pump failure. During patient use, blockaid stopped pumping medication resulting in uncontrolled pain. The patient required a replacement pump and a new supply of ropivacaine. Pump was replaced twice in the same day. During the same day, the perineural infusion pump failed twice.